Manufacturer narrative:
The initial reporter also notified the FDA on 22 october, 2020. Medwatch report # mw5097235. Report source other: medwatch report. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination. Furthermore, a device history record review showed no rejected inspections, or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports, and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: we were unable to fully investigate this incident, therefore a root cause could not be determined. Rationale: no CAPA required.

Event description:
It was reported that syringe 10ml ll tip bulk convenience pak leaked on 138 occasions. The following information was provided by the initial reporter: material no: 309605, batch no: 9294412. It was reported syringes found leaking around the stopper of the plunger when filled with compounded sterile product. For the 20ml syringes, incident #1 occurred on (B)(6) 2020, and incident #2 occurred on (B)(6) 2020. Several bd 10ml syringes with luer-lok tips as well as several bd 20ml syringes with luer-lok tips were found to be leaking around the stopper of the plunger when filled with compounded sterile product all of these had to be discarded.